Manufacturer narrative:
Based on the available information this is deemed a serious injury. The end user was advised to discontinue use of product and to use stomahesive powder and barrier wipes on the portion of affected site. It was also suggested to the end user to do a patch test on another portion of his abdomen. An investigation was conducted and through the analysis of complaint data, a specific root cause could not be determined. Based on the evaluation of the materials and processes, there was no change to the products that can indicate assignable situations that would account for the serious injury reported. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected.

Event description:
An end user called in and stated he states has noted burning and redness surrounding stoma under the eakin seal for about one (1) week, he also reported that the skin is not open and there is no noted leakage. The end user went on to state the normal wear time is seven (7) days, but is now only able to keep the product on for two (2) days and begins to note burning.